Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited the rubber cover of forceps channel port is detached and the joint section between bending tube and distal end is not secured. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation there is cause not established that lead to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction. Corrected fields: h1 updated fields: h2 upon review of complaint record, it was noted field h1 was inadvertently marked as death instead of malfunction; therefore, h1 has been corrected to reflect the correct designation for type of reportable event as malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.